Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after the implantable cardioverter defibrillator delivered inappropriate high voltage therapy caused by non-sustained right ventricular over-sensing. The patient also claimed to have experienced an episode of syncope. Programming interventions were made. The patient was stable and will continue to be monitored.